Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information was received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual inspection and functional test was performed. There was no physical damage observed. The technician performed syringe test and flange sensor test. The reported issue of 'syringe plunger not in place' was observed during syringe test and syringe plunger sensor test also failed. The reported issue and complaint were confirmed. The plunger board was found to be broken off from other components. The technician replaced the plunger board to resolve the reported issue. The technician performed the preventive maintenance (pm) and device passed all the functional testing. The root cause of reported issue was determined to be related to known design issue. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was not recognizing syringe when loaded. No patient injury was reported.